Manufacturer narrative:
It was reported that "only 3 of the 4 wheels on the lift are touching the ground. Stated that one of the wheels on the legs of the lift is not touching. Also stated that the lever that opens and closes the legs of the lift is not working." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "only 3 of the 4 wheels on the lift are touching the ground. Stated that one of the wheels on the legs of the lift is not touching. Also stated that the lever that opens and closes the legs of the lift is not working."